Manufacturer narrative:
The reported events of unacceptable threshold, and sensing anomaly were not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damage inner insulation consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead exhibited high capture thresholds and decreased sensing. The right ventricle lead was capped and replaced on (B)(6) 2021. Patient was stable.